Manufacturer narrative:
This investigation evaluated the reported issue of rod fracture. Visual inspection supports the reported issue. The hazard/failure that matches the identified failure discussed above from the systems risk analysis is "implant failure post-op." Product is within the anticipated risk; therefore, the overall risk of the system has been maintained and will continue to be monitored. See risk reconciliation form for more details.

Event description:
It was reported that both rods were broken at l3-l4 which lead to a revision. The patient had a previous case few months ago, l2-l5 plf,plif.